Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the size of the existing ipg pocket was reduced and the ipg was secured in the ipg pocket with the non- absorbable sutures. Reportedly, the issue of discomfort was resolved through surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced discomfort at the ipg site due to the ipg flipping in a ipg pocket. Surgical intervention will be taken at a later date to address the issue. It was also reported the patient had some weight gain.